Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil has punctured my uterine wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain just left side"), fatigue ("chronic fatigue"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("uti"). At the time of the report, the uterine perforation, pelvic pain, fatigue, fungal infection, bacterial vaginosis and urinary tract infection outcome was unknown. The reporter considered bacterial vaginosis, fatigue, fungal infection, pelvic pain, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil has punctured my uterine wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain just left side"), fatigue ("chronic fatigue"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("uti"). At the time of the report, the uterine perforation, pelvic pain, fatigue, fungal infection, bacterial vaginosis and urinary tract infection outcome was unknown. The reporter considered bacterial vaginosis, fatigue, fungal infection, pelvic pain, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil has punctured my uterine wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I don't have my right tube". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain just left side"), fatigue ("chronic fatigue"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), abdominal pain lower ("lower abdominal pain "), pain in extremity ("leg pain") and dyspareunia ("sex painful") and underwent ovarian cystectomy ("ovarian cysts"). At the time of the report, the uterine perforation, pelvic pain, fatigue, fungal infection, bacterial vaginosis, urinary tract infection, abdominal pain lower, pain in extremity, ovarian cystectomy and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, dyspareunia, fatigue, fungal infection, ovarian cystectomy, pain in extremity, pelvic pain, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu2,3, 4, 5 processed together- social media received: newly added events- lower abdominal pain, leg pain, ovarian cystectomy, reporter was added. On (B)(6) 2020: fu2,3, 4, 5 processed together. Social media received: newly added events- painful intercourse, reporter was added. On (B)(6) 2020: fu2,3, 4, 5 processed together. Social media received: reporter was added. On (B)(6) 2020: fu2,3, 4, 5 processed together. Social media content received : events added- medical device monitoring error, dyspareunia based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil has punctured my uterine wall') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I don't have my right tube". In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain just left side"), fatigue ("chronic fatigue"), fungal infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), abdominal pain lower ("lower abdominal pain "), pain in extremity ("leg pain") and dyspareunia ("sex painful"), underwent ovarian cystectomy ("ovarian cysts") and was found to have weight increased ("put on like 30 pound"). At the time of the report, the uterine perforation, pelvic pain, fatigue, fungal infection, bacterial vaginosis, urinary tract infection, abdominal pain lower, pain in extremity, ovarian cystectomy and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, dyspareunia, fatigue, fungal infection, ovarian cystectomy, pain in extremity, pelvic pain, urinary tract infection, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event put on like 30 pound was added.new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.